Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacing leads were "corroded". The right atrial (ra) lead and right ventricular (rv) leads were capped and replaced with a wireless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.